Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3389-40, serial# (B)(4), implanted: (B)(6) 2005,product type: lead. Product ID: 7482-51, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 7482-51, serial# (B)(4), implanted: (B)(6) 2005, product type: extension.

Event description:
The parkinson's disease patient's husband reported "the patient had been suffering from constant body shaking and intensive pain" since being discharged from the hospital on (B)(6) 2016, following a (B)(6) 2016 implantable neurostimulator (ins) replacement procedure. The patient later visited the emergency room on (B)(6) 2016 due to asthma and was admitted to the hospital because she "had been suffering from a pulmonary infection" since her ins replacement surgery. The patient's family "suggested it was caused by the ins." Despite this, the patient's physicians had "analyzed relevant information" and determined "the root cause of the hospitalization was pulmonary infection and was not related to the ins." It was noted the patient's physician had recommended the patient stay in the hospital following her ins replacement, but the patient insisted on leaving the hospital as planned on (B)(6) 2016. It was noted the patient was "too weak to speak clearly and explicitly express her discomfort" at the time of initial report. Impedance testing was performed and found "no error." It was noted there was "further intervention to prevent permanent disabilities" and that the patient was alive with no injury at the time of report, though she was still in discomfort.